Event description:
It was reported that the customer returned the device stating alarms with blank screen; during device evaluation it was found that the device had damaged (detached) downstream (dso) seal. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The complaint was duplicated. The cause was a defective printed wiring assembly (pwa). Visual test was performed and found damaged (detach) downstream occlusion (dso) seal, damaged battery compartment, scratched lens, damaged battery door. The pwa, dso seal, battery compartment, lens, and battery door were replaced and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.